Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via a phone call, the insulin pump had alarmed no delivery. Customer's blood glucose was unknown. Customer has changed the infusion set multiple times and the alarm continues to go off. Customer mother is returning the device for analysis.

Manufacturer narrative:
The insulin pump received with operating currents within spec. Device passed self-test, unexpected restart error test, rewind, basic occlusion test and displacement test. However, unable to prime device during prime test due to faulty force sensor resistor. Unable to perform excessive no delivery test due to prime anomaly. Device received with stained end cap sticker and minor scratches on lcd window.